Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress, but it was not available as yet.

Event description:
A perforation and pericardial effusion occurred. The procedure was cancelled. It has been reported that a versacross connect laac access solution kit was selected for use for a left atrial appendage closure procedure.during the procedure, the physician mentioned that they initially had difficulty getting the versacross rf wire into the superior vena cava (svc), they then opened a guidewire, still had no success. Eventually, there were able to get the versacross rf wire into the svc. They stated that the fossa ovalis was small and decided to go anterior - low and mid for the transseptal. Immediately after transseptal, they saw dense bubbles in the aorta. When they checked on the echocardiogram, they noted a rapidly growing effusion near the right ventricle. The effusion was tapped, 350 cc drained, and it began to lessen with no re-accumulation. The drain was left in place, and the patient was moved to the intensive care unit (ICU). Product return is not expected to return for analysis. In the physician's opinion, the perforation may have been caused during transseptal puncture. The versacross rf wire did cross, but the sheath was not. Versacross connect was in a trusteer was in the right atrium but never put across transseptal.